Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 3 may 2024, on day 113 after insertion. The review of the glucose plot showed two consecutive drop-out phases within 14 days apart (first on 29 april 2024 and second on 3 may 2024) due to significant differences between sensor readings and blood glucose measurements, which eventually triggered the sensor replacement alert. The returned sensor was tested in-house, however, and the failure mode could not be reproduced. The glucose data indicated that the user's past calibration entries were consistent with situations where estimated values provided by the app were used instead of the user's true bg values. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings. Improper calibration is the most probably root cause of the sensor performance failure. B4. Date of this report updated to 31 july 2024. G3. Date received by the manufacturer? 29 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 19.